Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that a 63 year old male was implanted with a impella cp for support during a high risk cardiac procedure. It was reported that the patient had a 14fr peel-away sheath left in place by the physician. Oozing was noted upon arrival to the intensive care unit, with hemoglobin decreasing from 12.4 to 10.2 over several hours. The physician declined sheath removal and instead tightened the purse-string suture over the sheath. Bleeding subsequently stopped, and blood products were administered by nursing staff.

Manufacturer narrative:
E4 was inadvertently omitted on the initial manufacturer device report.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: no product returned. Device in wrong position: the cause of the positioning issue was use related to patient movement as the device was pulled back across the aorta when the patient sat upright in bed. Device history review: device passed all post sterile inspection checks.